Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was dim and discolored. During testing, the pump was unable to detect the cartridge during the load step. The pump cover was removed and evidence of moisture was found on the motor flex connector and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and internal moisture corrosion. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.